Manufacturer narrative:
The pump gave a motor error alarm during the basic occlusion test due to a faulty force sensor. The motor passed the motor test. The pump was received with broken battery tube threads, a cracked reservoir tube lip, and a cracked case near the display window corners.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the customer had a motor error alarm during prime. Customer's blood glucose was 99 mg/dl. Customer cleared the alarm and disconnected from the pump. Customer was able to fill the tube manually. The motor error alarm occurred 4 times in the last 30 days. Customer also had a motor position encoder error alarm. Customer was advised that the pump will need to be replaced. Customer was asked verbally and in written form to return the pump for analysis.